Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that an unopened sample of product code 1166t was received for evaluation. The visual inspection concluded that a needle was noted out of the folder, but it is not in an area that could be sealed in the overwrap packet. However, no pinholes were noted, and the sterile barrier was not compromised. The needle(s) out of the folder/tray defect has been correlated to the manufacturing process. Based on the information currently available, the incorrect needle park was identified during the investigation of the sample received.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "needle came out of the proper place" please clarify: what was the name of the procedure? What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Was the needle removed from the patient during the same procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.